Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The pump was connected to a power source and was able to be turned back on however, the customer stated the pump would not charge past 5%. The pump then shut off again. The customer's blood glucose level was 97 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy.